Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels 48 mg/dl. Customer also reported that insulin pump had pump error and self test was performed and it was pass. Customer states that insulin pump had was failed battery alarm. The insulin pump will not be return for analysis.